Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was solved and there was no root cause to be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center experienced no image. The issue occurred during preparation for use for a diagnostic otolaryngology procedure. There was no delay. The procedure was completed using the same device. There were no reports of patient harm.